Manufacturer narrative:
Packaging seal leaking. Product analysis is not possible. No packaging components are included. The reason for the complaint is not comprehensible without returning the packaging. A deviation due to the manufacturer is ruled out on the basis of the analysis results and the established packaging and testing processes.

Event description:
Packaging seal leaking.